Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved after the use of a 6/7f mynxgrip vascular closure device (vcd) . Manual compression was performed and the procedure was completed. There was no reported patient injury. The device was removed after sufficient time. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, hemostasis was not achieved after the use of a 6/7f mynxgrip vascular closure device (vcd). Manual compression was performed and the procedure was completed. There was no reported patient injury. The device was removed after sufficient time. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock closed. The syringe was received separated from the device. The sealant sleeve protecting the mynxgrip sealant was observed in its manufacturing position. The sealant, procedure sheath, and advancer tube were not returned with the device. In addition, the balloon was observed fully deflated. The device was inspected for anomalies which may have contributed to the reported incident and no anomalies were observed during the visual analysis. The sealant and advancer tube of the returned device were not returned. Therefore, no deployment test could be performed on the returned device. However, the shuttle cartridge was able to be advanced and retracted to the black handle without issue per the mynxgrip instructions for use (IFU). Additionally, an inflation/deflation test was performed on the balloon of the returned device, and during this evaluation, the balloon was fully inflated, and pressure was maintained. The balloon was successfully inflated and deflated in accordance with the mynxgrip instructions for use (IFU). The reported event of ¿sealant failure to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the event and since the device was received fully deployed with no anomalies noted. Without procedural films, based on the information available for review, and based on the product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer especially since patient related conditions cannot be duplicated in the lab. As per the instructions for use (IFU) in step 3, remove device, apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with the thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. Slowly withdraw the balloon catheter through the advancer tube lumen, and if unusual resistance is felt, pull the advancer tube and catheter together. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to one minute, and if hemostasis is not achieved, apply additional compression as needed .based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.